Event description:
It was reported that the new atrial leadless pacemaker failed to separate from the catheter during implant procedure. The device was removed and was able to separate outside of the body. The lp was able to be implanted using an alternate catheter. The patient was stable.